Event description:
It was reported the patient presented to the emergency department after receiving inappropriate therapy. Review of egms revealed oversensing on the ventricular channel. X-ray confirmed lead dislodgement. Device was turned off. Lead revision is planned.

Manufacturer narrative:
.